Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports which is linked mfg report number 3004608878-2020-00757. A facility reported that during use of the mayfield modified skull clamp (a1059), the headrest pins slipped despite being applied correctly. This resulted in lacerations x2 to patient's scalp requiring sutures to close. It is unknown if the device failure led to surgical delay. Additional information has been requested.

Manufacturer narrative:
UDI: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. The evaluation of the returned a1059 mayfield skull clamp cannot duplicate slippage. No issues observed from the functional testing and evaluation of the device. Please note that the 80# toque knob is a competitors torque knob and should not be used with mayfield clamp. Only mayfield parts are validated to be used with other mayfield parts.

Event description:
N/a.